Event description:
A customer from germany contacted to report that their contour next link 2.4 meter was automatically reset after which the units of measurement changed from mmol/l to mg/dl. Additionally, the only language options available on the meter were english and spanish. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. Additionally, the units of measurement changed from mmol/l to mg/dl. There was no record of completed test in the logbook. Testing was attempted with the returned meter using contour next test strips and contour next control solution. The meter produced an e84 error message indicative of a software error. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, units of measurement, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.